Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint : (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial, a follow-up will be filed as appropriate.

Event description:
Article entitled ¿a postmortem analysis of polyethylene damage and periprosthetic tissue in rotating platform and fixed bearing tibial inserts¿ written by james b. Chen, elexis c. Baral, robert h. Hopper jr, james f. Mcdonald iii, matthew f. Koff, hollis g. Potter, thomas w. Bauer, charles a. Engh jr, timothy m. Wright, and douglas e. Padgett, md published in the journal of arthroplasty on february 18, 2022 was reviewed. The primary aim of this study was to compare polyethylene damage patterns between rp and fb implants obtained from well-functioning, postmortem knee specimens and compare these results to our prior findings from retrieved implants. 24 knees (16 patients) were involved in the study. 11 knees had rp implants and 13 had fp implants. Inserts were either pfc sigma or lcs. Findings: -figure 2 ¿ shows an rp insert with moderate levels of scratching and regions of burnishing. - the rest of the cohort indicated burnishing, scratching, and pitting. Low concentrations of debris particles were found across all tissue samples examined histologically. (B)(6).